Event description:
It was reported the patient experienced shocking/jolting sensations throughout the day for several weeks. The shocking, at time, would last between 10-30 minutes. The patient has been in the "room" with her husband, who had cancer, and experienced shocking and a "funny" feeling in the right arm. The patient tried wrapping her arm to see if that would prevent the shocking. The patient also complained of pain. No further outcome was reported.